Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and left a message alleging that the pump had completely stopped working in the middle of the night on (B)(6) 2014 and the patient was in hospital due to this pump malfunction. This complaint is being reported because the patient was hospitalized related to a pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: no defect was found and no activity related to the complaint was observed in pump histories. Black box shows pump was in use for 4 days beyond the reported issue. Pump passed flow accuracy test and found to be delivering accurately. Pump exercised for 24 hours with no issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.